Manufacturer narrative:
The devices associated with this report were not returned. Provided information states the screwdriver tips were worn down and had to open another kit indicating the instruments may have come from a loaner kit. Provided information states the surgeon damaged the screwdriver handle by hitting it with a hammer. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Surgeon reported the screw driver tip has been worn down, it would not lock onto the screw properly. He used another screw driver but that one was also worn down. Another kit was opened to attain a new screw driver and surgeon proceeded with no further issue. Both screw drivers were fitted with a screw driver handle, the surgeon reported that it's damaged after he had used it as it had been hit with a hammer. Delay of 2 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.